Event description:
On (B)(6) 2024, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began on (B)(6) between 4 and 5 pm. The patient received alleged erratic blood glucose readings of ¿510, 161, 180 and 150 mg/dl¿ with the subject meter, greater than 20 minutes apart from each other. The patient manages her diabetes with a combination of diabetes medication (metformin and glimepiride) and continued taking her usual dose of medication in response to the alleged issue. However, even though the patient did not develop any symptoms at this time, she decided to visit the emergency room (ER) where a blood glucose reading of ¿340 mg/dl¿ was obtained on an ER meter that same day, between 4 and 5 pm. At the ER the patient was treated by a health care professional (hcp) with insulin. The patient also reported that on (B)(6) 2024, in the morning she felt ¿shakiness¿. No further treatment was reported related to this event. During troubleshooting, the cca confirmed that the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment provided by an hcp for an acute high blood glucose excursion after she continued taking her usual dose of diabetes medication based on alleged inaccurate erratic results obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.